Event description:
It was reported that during a laparoscopic nephrectomy procedure, after insertion of the device, the surgeon inserted his gloved hand through the iris valve. Shortly thereafter, the silicone tore and the device was removed. A like device was used to finish the procedure with no patient consequence.